Event description:
During a zmc fracture case the surgeon was using the bone repositioning pin and the screw end snapped off into the patient's bone. It was left in the patient.

Manufacturer narrative:
Product enroute to manufacturer. Investigation pending.